Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they had hyperglycemia. Blood glucose level was 24 mmol/l. Customer stated that they treated their high blood glucose with insulin pump. No further details given about their hyperglycemia. Customer stated that the insulin pump was not allowing him to calibrate his blood glucose and they saw question mark after the sensor icon. Customer was assisted with the calibration issue and insulin pump accepted the calibration and the question mark went away. No further assistance needed. Insulin pump will not be returned for analysis. It was unknown whether the customer using auto mode feature at the time of reported high blood glucose. Insulin pump will not be returned for analysis.